Event description:
It was reported that air in line sensor was unresponsive. The event occurred during testing and no patient involvement was reported.

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 05-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The air in line detector was replaced, and the pump then passed all testing.